Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a data source errors. It was reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data source errors occurred due to incomplete troubleshooting steps done by the distributor. A technical support specialist reimaged and upgraded the stations to version 1.7.4 to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.